Manufacturer narrative:
On an unreported date, the patient experienced peritonitis and was hospitalized for the event on a unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for approximately five or six days for the event of peritonitis. On an unspecified date, the patient was treated with anti- inflammatory drugs (orally, dose and frequency not reported) for the event of peritonitis. On an unreported date, the patient was recovered from the event and discharged from the hospital. At the time of this report, pd therapy was ongoing. No additional information is available.